Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. Based on the investigation, the device functioned as intended and ran to an 0x18 alarm. The 0x18 alarm indicates that the device ran to empty reservoir, and it was confirmed that the fill indicator reads empty. No other damages or defects were found that would contribute to the reported event.

Event description:
It was reported that the patient's blood glucose level reached 299 mg/dl. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated by applying a new pod.